Manufacturer narrative:
No product was returned for eval. This lot was mfg in 2005 and this is the only complaint in this lot number. This complaint could not be verified. This is considered an isolated incident.

Event description:
Customer reported reversed tubing on a 500ml bag. The pump stated to pull bile from the pt's stomach. No injury reported.